Event description:
It was reported to philips that the device has a battery function error. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse), evaluated the device. And found there is a battery error. The battery needs to be replaced. Upon conclusion of the evaluation. It was determined, that the battery requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has a battery function error. There was no patient involvement.